Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the he perspires heavily while sleeping and moisture got inside the keypad. The customer stated that the insulin pump alarmed button error. Blood glucose value was 143 mg/dl. The customer stated he had a new insulin pump to use. He was advised to revert to the new device. The insulin pump was not replaced or returned for analysis.